Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). The suspect device has been received by carefusion and is pending evaluation. Once the evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported while using the avea ventilator, it is autocycling prior to receiving preventative maintenance. The customer stated there was no patient associated with this event.

Manufacturer narrative:
The vyaire service department received the suspected device/component and performed a failure investigation. The reported autocycling was not duplicated in the laboratory setting. The unit has passed all tests and calibrations and the device is working to manufacturer specifications.